Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# va0ahld serial# implanted: (B)(6) 2014 explanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , serial/lot #: (B)(6), ubd: 02-jul-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller stated that an operative note stated that 2 electrodes were not able to be removed by the hcp during explant due to built up scar tissue, and reported that these electrodes also appear in imaging. The caller was not with the patient. Additional information was received from the patient. They reported that they were attempting to receive an MRI, but they had abandoned product and their MRI facility was not letting them receive an MRI. Patient requested to talk to an MRI specialist. Agent reviewed MRI compatibility with the patient, as well as abandoned product guidelines. The patient confirmed understanding. The patient was redirected to their healthcare provider to further address the issue. Troubleshooting was not required. Agent also provided patient with tech services number. Patient also stated that they had a new bladder stimulator implanted (B)(6) 2023, and when the doctor went to take the old leads out, they were not able to get them all out. Patient also stated that after the procedure they were very bruised in the middle of their back down to their buttocks. Patient reported that prior to their procedure on (B)(6) 2023, around end (B)(6) 2023, they were in extreme pain and they experienced leakage all the time. The patient reported that the leads were too close to their sciatic nerve, which was causing bilateral leg pain. The patient suspected that their leads had broken at that point. The patient reported that since receiving their new implant, all pain and therapy issues have been resolved.